Manufacturer narrative:
Findings: unable to prime unit during prime test due to faulty sensor resistor. No moisture traces were found at electronic or motor assemblies per visual inspection. The test meter communicated properly with pump. Unit received with scratched lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 297 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.